Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient is dependent and experienced greater than 2 seconds of asystole. Boston scientific technical services (ts) discussed measuring the amplitude of the noise and reprogramming the automatic gain control (agc) sensitivity or replacing the rv lead. The sensitivity was reprogrammed. This crt-d system remains in service. No adverse patient effects were reported.